Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware parts were replaced. The system passed the system checkout and was found to be fully functional. The hd drive 9734699 cd/dvd-rw sata beige (1015970l112) was returned for analysis. Analysis confirmed the complaint. The returned drive was having difficulty spinning up to read a known good disk. The spindle cap was not engaging to retain the disk to allow for a normal spin up. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9734699, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when trying to load a patient cd for a case, the system was not loading the cd, and the pop-up to select the loading option never appeared. It was also noted the manufacturer representative had to manually eject the drive to remove the cd. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating the system had no patients on it, and the manufacturer representative tried to load four known good exams but was unsuccessful. It was noted the cd drive had to be opened manually multiple times but was now opening with the button.